Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The corrective action and preventive action records were reviewed and revealed no indication of a product quality issue. A review of the production records and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. It was reported that a sensor had difficulty removing over the guide wire. Factors that may contribute to difficulty removing an accessory device over the guide wire include, but are not limited to, inner diameter of the accessory device, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the accessory device or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during the implant procedure the sensor stuck to the delivery catheter after deployment. The sensor was pulled back into the main pulmonary artery due to being stuck on the catheter. The distal wire loop of the sensor appeared stuck. The physician tried pushing the delivery catheter back down and waited a couple of minutes to see if the sensor would pop off. At this time options were discussed with the physician and the decision to cut the hub off of the delivery catheter and use a guideliner was made. A guideliner was not available therefore a similar product was used. The physician used two of those devices but was unable to advance because the wire kept coiling. Next the physician went in with the swan but was unable to get into the pulmonary artery. At this time the sensor popped off. The swan and delivery system were removed. While the 0.014 guidewire was still in place the swan was placed over. The sensor then stuck to the 0.014 wire (the switch to 0.014 from 0.018 occurred due to what they had available). The swan was floated up and the balloon was inflated. The physician was able to place above the sensor and the wire was pulled back into the swan. Post angiogram was completed and it was confirmed that the sensor was in stable position. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.